Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had off power. Customer¿s blood glucose level was 104 mg/dl at the time of incident. Customer stated that the pump was stuck in rewind complete/bolus delivery loop. Troubleshoot was performed for off power. Customer reports the pump was not dropped. It was also reported that the pump did not exit the rewind complete/bolus delivery loop and complete the fill tubing process successfully due to pump would not stay on. The customer was advised that the pump will be replaced. The insulin pump will be returned for analysis.